Manufacturer narrative:
Upon performing on site analysis and visual inspection, the system operated as intended. There were no failures found with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4) (hcp, rep): medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration was failing on a system. A manufacturer representative called the site and they had aborted navigation. A manufacturer representative went back to observe a case and did not observe any issues with the system. There was less than an hour delay to the procedure. There was no reported impact to the patient¿s outcome due to this event.

Manufacturer narrative:
UDI was missing from previous regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the registration was failing on a system. A manufacturer representative called the site and they had aborted navigation. A manufacturer representative went back to observe a case and did not observe any issues with the system. There was less than an hour delay to the procedure. There was no reported impact to the patient¿s outcome due to this event.